Event description:
The nurse reported that a posterior capsule tear occurred with an unplanned anterior vitrectomy completed. There were no system messages displayed, but the system made a strange noise. There was no chamber instability, no occlusion breaks, nor did the occlusion bell sound. The surgeon was able to complete the case an planned and implanted an iol. The nurse stated no pt injury occurred.

Manufacturer narrative:
The company technical support specialist did troubleshoot the system with the nurse. The strange noise did not occur again. The company sales representative checked the system on site and could not duplicate the event. The facility did not request service for the system. The root cause of the pt event cannot be determined in this investigation posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.